Manufacturer narrative:
This report is for an unknown cable/wire/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an unknown procedure the cable tensioner got stuck on the unknown cable. The unknown cable was tensioned, crimped and cut without any problems. When removing the unknown cable from the cable tensioner, the unknown cable was stuck inside and prevented the surgeon from tensioning another cable. The unknown cable was unable to be removed. The surgeon had to open another set and cut the cable and used a different cable tensioner. The procedure was completed successfully. There was a surgical delay of four (4) minutes. There was no complication with the patient. This report is for one unknown cable/wire. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the cable was routed along with the tensioner through depuy synthes service and repair for evaluation of the tensioner; however, the implant is not a serviceable device. Therefore, service and repair did not perform an evaluation on the cable, and the evaluation was not associated with the cable. The cable was confirmed to be stuck within the tensioner during evaluation. As the unknown cable could not be removed by us customer quality, the cable was sent along with the tensioner to the tensioner's manufacturer, rti. Investigation was performed by the manufacturer/supplier: rti. Visual inspection: initial quality inspections by rti observed a cable stuck within the tensioner. Per the event description, the cable was cut per surgical procedure. This received condition was not considered a defect. No other visual issues were noted. The cable could not be identified during investigation due to the received condition of the device. Functional testing, dimensional inspection, and document/specification review could not be performed due to the received condition of the unknown cable. Conclusion: the complaint was confirmed during investigation. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.